Event description:
On (B)(6) 2021, while reviewing logs for a different issue, hologic technical support (ts) observed that there were several clusters of sars-cov-2 positive results, low positive sars-cov-2 results, and elevated negative sars-cov-2 results. Customer was using panther instrument sn (B)(4) and assay master lot 309729. Per hologic product application specialist's (pas) review, there were no indication of hardware failure or reagent preparation issues, the issue was due to contamination. Worklist (B)(4) was potentially impacted.

Manufacturer narrative:
Hologic advised the customer that the sars-cov-2 positive results from the worklist were potentially due contamination. Of note, hologic field application specialist (fas) observed several contamination risks and off-label processes at the customer site. The customer places the nasopharyngeal (np) swab sample into a specimen transfer tube, removes the swab after 10 minutes using forceps soaked in alcohol, and repeats the process for all samples. Additionally, the customer uses off-label swabs that do not properly fit into the np cavity which may be contributing to the prevalence of clt errors seen at the site. Per fas, the panther has not been properly cleaned or maintained, the waste bag was not seated appropriately, the sample shield was broken with track marks, and the ad2 vents were encrusted shut by debris. In addition, the customer had an air conditioner directly blowing on his reagent preparation area and sample preparation area. Fas communicated these observations to the customer and provided resolutions. The customer understood the contamination risk of having the air conditioner directly in contact with the samples. V